Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised due to pain.

Event description:
Update aug 8, 2017: litigation records received. In addition to what was previously reported, litigation alleges friction and wear caused toxic cobalt-chromium metal ions, discomfort, and inflammation. No part and lot information provided. Complainant information was updated. This complaint was updated on: aug 18, 2017.

Event description:
Medical records received. In addition to what was previously alleged, pfs alleges bone fracture, and soreness. After review of medical records for the MDR reportability, it was reported that the patient was revised to address pain and loosening. Revision notes reported 20 degrees retroversion of the stem and calcar fracture from the broaching. It was also reported that the patient experienced cutaneous abscess of right lower extremity after revision.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf and medical records received. Ppf alleged elevated metal ions. After review of medical records for MDR reportability, operative notes reported metal reaction, great trochanteric fracture and loose of femoral stem.